Event description:
Info received indicates the hi/low function is drifting and is noisy when it is being raised.

Manufacturer narrative:
The tech cleaned and lubricated the hi/low drive brake assembly to repair the bed.